Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed engagement to be related to the customer reported complaint. The tenaculum forceps instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The root cause of this failure was not determinable. Failure analysis found the secondary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The engagement failure is likely due to the found broken pitch cable. Root cause of this failure is attributed to a component failure. Failure analysis found the tertiary failure of cracked input disks to be related to the customer reported complaint. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. The root cause of this failure is attributed to the user. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number (B)(4) on (B)(6) 2020 and it had 5 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the tenaculum forceps instrument would not calibrate in the da vinci robotic arm. The customer tried repositioning the drape, tried a new arm drape and retried using the instrument, before opening a different instrument of the same kind. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the patient was a (B)(6) year old female patient weighing (B)(6) kg.